Event description:
Complainant alleged that while attempting to transport a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs in what appears to be an intermittent connection with the multifunction cable (mfc) and the device. The device was put through extensive testing including bench testing and ECG stressing without duplicating the customer's report. Debris was identified in the device mfc receptacle. The customer's multifunction cable was not returned as part of the investigation. The receptacle was replaced as a precaution. The customer was advised to discard the mfc proactively. The device passed all testing, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.